Manufacturer narrative:
The sample was not returned for investigation. The problem description was compared to the instructions for use and risk management documentation. The issue most likely occurred due to excessive stress applied to the catheter during removal. Per the IFU, the catheter is to be removed slowly without using excessive force. If resistance is felt, the user is to stop removal, apply a warm compress, and wait 20-30 minutes before resuming the removal procedure. The review of the related device history records did not show any issues related to catheter breakage.

Event description:
Broken PICC in pt arm on removal leaving 8cm in pt arm. It required the pt to be sent for a procedure to remove the remaining 8cm that was left internally.